Event description:
After insertion of IV catheter, while withdrawing the needle with the stylet, the needle pierced through the tubing and stuck employee in the left index finger.

Manufacturer narrative:
The used sample was received on 03/19/2009, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).